Event description:
It was reported, the pt no longer feels effective stimulation in her low back area. Reprogramming efforts were able to provide some low back and lower extremity coverage. The pt reported her stimulation changed after she had been in a car accident. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.